Event description:
The customer reported a leak of clenz of approximately 2 ml from the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was contained within the instrument. The customer stated that the instrument also generated low vacuum errors at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and no injury or direct exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and saw evidence of a fluid leak at pinch valve pv32 but did not note of any active leak. The fse proceeded to replace the tubing at pinch valve pv32. The fse also flushed the vacuum pathway, and tightened the low vacuum regulator which was loose in its mounting bracket to resolve the vacuum errors. The fse then replaced a cracked pinch valve pv4 and associated mount and tubing as part of incidental service. Pinch valve pv3 was also replaced as preventative maintenance. Failure mode of the event is attributed to the tubing at pinch valve pv32, low vacuum regulator, and cracked pinch valve pv4. (B)(4).